Manufacturer narrative:
The complaint received states that this enterprise (B)(4) study patient underwent cerebral stent placement and suffered a cerebral infarction. The report from a clinical study "(B)(4) pms enterprise" for patient with ID#(B)(6) indicated that the during a coil embolization procedure assisted with an enterprise vrd (enc452812) of an aneurysm in the p-com, infarction developed in left side perforating artery 11 hours after the procedure with hemiplegia (right side upper limb). This is a (B)(6) female with medical history including pcom aneurysm. Anti platelet therapy and cerebral protection (radicut) were provided, and recovery was confirmed three days after onset of symptoms. The modified rankin scale pre-procedure was 0, after the procedure and within a week was 0, and after 30 days, it was 0 and the act pre-procedure was 143 seconds and post-procedure was 320 seconds. The enterprise was fully expanded and appose to the vessel wall after initial placement, and the enterprise was fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. There were no indications of any conditions causing hypercoagulable state or coil protruding into the parent artery. Products utilized consisted prowler select plus (mc) microcatheter, 5f axcel guide catheter, sl10, chikai guide wire, galaxy (qty 5), cashmere (qty 4), presidio (qty 1), delta plush (qty 2), gdc (qty 2), ed coil (qty 1), and microplex (qty 3). The antiplatelet therapy consisted of bayaspirin 100mg/day ((B)(6) 2010), plavix 75mg/day ((B)(6) 2010), bayaspirin 100mg/day ((B)(6) 2011-), plavix 75mg/day ((B)(6) 2011-), and pletaal 250mg/day ((B)(6) 2011-). The saccular unruptured aneurysm measurement was neck of 7.6 and neck to sac ration was 7.6/9.2mm, and the parent vessel size/diameter proximally was 3.2mm and distally was 2.8mm. A cd copy of the procedure is not available. The stent remains implanted thus unavailable for analysis. Note: lake region lot number 01424846 which is cordis lot number 01424846. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01424846. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction is known potential adverse event associated with neurovascular stent implantation procedures and is listed in the IFU as such. The act of cerebral stent implantation inherently produces a localized vessel injury potentially leading to release of atheromatous material into the downstream flow or vessel spasm in reaction to the introduction of the devices that may slow or completely occlude the blood flow. The introduction of interventional devices and stent implantation may lead to a slowing or stoppage of blood flow to the downstream vessels and structures of the brain causing infarctions of these structures. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with procedural factors may have contributed to the event.

Event description:
The report from a clinical study (B)(4) for patient with ID (B)(4) indicated that the during a coil embolization procedure assisted with an enterprise vrd (enc452812) of an aneurysm in the p-com, infarction developed in left side perforating artery 11 hours after the procedure with hemiplegia (right side upper limb). Anti platelet therapy and cerebral protection (radicut) were provided, and recovery was confirmed three days after onset of symptoms. The enterprise was fully expanded and apposed to the vessel wall after initial placement, and the enterprise was fully expanded, apposed to the vessel wall and in a stable position as compared to position after placement. There were no indications of any conditions causing hypercoagulable state or coil protruding into the parent artery. The antiplatelet therapy consisted of bayaspirin 100mg/day ((B)(6) 2010), plavix 75mg/day ((B)(6) 2010), bayaspirin 100mg/day ((B)(6) 2011), plavix 75mg/day ((B)(6) 2011), and pletal 250mg/day ((B)(6) 2011). The saccular unruptured aneurysm measurement was neck of 7.6 and neck to sac ration was 7.6/9.2mm, and the parent vessel size/diameter proximally was 3.2mm and distally was 2.8mm. A cd copy of the procedure is not available. No further information was available.

Manufacturer narrative:
Concomitant medical products: prowler select plus (mc) microcatheter, 5f axcel guide catheter, sl10, chikai guide wire, galaxy (qty 5), cashmere (qty 4), presidio (qty 1), delta plush (qty 2), gdc (qty 2), ed coil (qty 1), and microplex (qty 3). Additional information will be submitted within 30 days of receipt.